Manufacturer narrative:
(B)(4). The dialyzer was returned opened and a device analysis was completed. Visual inspection identified that all port caps of the dialyzer were missing. A batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Additionally, retention samples were analyzed and all were found to have the necessary port caps. The reported issue was verified during sample analysis, but a cause was unable to be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a exeltra plus single use dialyzer was missing the port caps on both the blood compartment ports and dialysate ports. The issue was noted before use, after the overpouch packaging was opened. There was no patient involvement. No additional information is available.